Event description:
Same case as MDR ID 2134265-2014-05969 and 2134265-2014-06386. (B)(4). It was reported that in-stent restenosis (isr) and myocardial infarction (mi) occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina. Cardiac catheterization was recommended. Subsequently coronary angiography and the index procedure were performed. A 185cm forte guidewire was used to pass down the distal segment of major marginal branch followed by the placement of 3. 00 x 28 mm study stent in 1st obtuse marginal (om) and 3.5 x 20 mm study stent in left main coronary artery (lmca) - proximal left circumflex (lcx). Target lesion #1 was a de-novo bifurcated lesion located in the lmca extending to the proximal lcx with 50% stenosis and was 10 mm long with a reference vessel diameter of 4.5 mm. The lesion was treated with direct stent placement using a 3.5 x 20 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion, located in the 1st obtuse marginal (om) with 75% stenosis and was 22 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.0 x 28 mm taxus liberte stent. Following post dilataion, residual stenosis was 10%. Target lesion #3 was a de-novo lesion, located in proximal right coronary artery (rca) extending to the mid rca with 50% stenosis and was 52 mm long with a reference vessel diameter of 3.4 mm. The lesion was treated with direct stent placement using 3.0 x 38 mm and 3.0 x 20 mm taxus® liberté® long overlapping stents, with 0% residual stenosis. A 3.5 x 20 mm nc quantum apex balloon catheter was used to post dilate the target lesion in 1st om. Following the initial stent placement, the subject developed significant jaw discomfort and mild chest discomfort which was treated with sublingual nitroglycerine and intravenous morphine sulphate. One day post procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2014, the subject presented with complaints of acute chest pressure radiating to the jaw and left upper extremity along with dyspnea and was hospitalized on the same day. Electrocardiogram (ECG) revealed st and t wave abnormalities. Troponin was found to be elevated and the subject was diagnosed with non st elevation mi and cardiac catheterization was recommended. At the time of event, the subject was taking aspirin. The study drug per protocol was last taken on (B)(6) 2012 and ¿other antiplatelet medication¿ was never taken during this study. Coronary angiography was performed and revealed 80% stenosis in proximal rca and 70% isr of the previously placed 3.0 x 38 mm and 3.0 x 20 mm overlapping study stents extending from proximal rca to mid rca. The study stents deployed in lmca and proximal lcx were patent. No percutaneous coronary intervention (pci) was performed to treat the rca. The residual high grade rca disease will need pci on follow-up. The subject was recommended on medical therapy - acetylsalicylic acid (asa) and plavix for at least one year and pci to rca when renal function allows. In addition, the 80% stenosis extending from lmca to proximal lcx was predilated with a 2.75 x 12 mm nc quantum apex balloon. Following predilatation, plaque shift was noted in the proximal left anterior descending (lad) artery and resulted to loss of flow to the vessel. Hence, a pt guide wire was placed in the lad. The 70% stenosis and plaque shift in proximal lad were then treated with balloon angioplasty, which established the flow into the vessel. Subsequently, a 3.0 x 16 mm promus premier mr stent was deployed in the lad and kissing balloon angioplasty was performed in the vessel, resulting in 0% residual stenosis. One day post procedure, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05969, 2134265-2014-06832, 2134265-2014-06386. It was further reported that intervention to high grade rca disease and in stent restenosis noted during the (B)(6) 2014 procedure, was scheduled for a later date. In (B)(6) 2014, the subject presented for staged intervention of the right coronary artery (rca) with complaints of shortness of breath and was diagnosed with progression of coronary artery disease. At the time of event, the subject was taking aspirin and clopidogrel. Coronary angiography was performed and revealed 70% focal in-stent restenosis (isr) of the previously placed 3.00 x 38 mm and 3.00 x 20 mm taxus liberte study stents in proximal rca and mid rca. It was treated with balloon angioplasty and placement of 3.0 x 38 mm and 3.0 x 8 mm promus premier stents in overlapping fashion. Following post dilatation, residual stenosis was 0%. In addition, the 70% stenosis in distal rca was treated with balloon angioplasty and placement of a 3.0 x 20 mm promus premier stent. Following stent deployment, a small distal edge dissection was noted which was treated with placement of an additional 2.75 x 8 mm promus premier stent. Following post dilatation, residual stenosis was 0%. An additional 80% stenosed lesion located in the mid 1st right posterolateral branch (rpl) was treated with direct placement of a 2.5x6mm promus premier stent. The following day, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel with a recommendation to follow up with the cardiologist in 1 week and primary care physician in 6 weeks.